Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study investigation, an olympus engineer was dispatched to observe the sampling technique of the scope sampler and the following observations were noted: someone was entering or leaving the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, the olympus endoscopy support specialist (ess) visited the user facility to review the reprocessing technique of the reprocessing technician and observed the technician was not brushing the correct areas with the channel opening cleaning brush around the elevator and the maj-1534 cleaning brush and was not raising and lowering the elevator at the recommended times. The ess concluded by recommending the user facility follow the correct reprocessing steps in order according the instruction/reprocessing manual.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessor inspection. The customer utilized the steris 1e aer for this scope. Based on the investigations (microbiological analysis, reprocessing procedure review, sampling procedure review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
As part of the post market study, the subject scope was sent for destructive sampling at an external laboratory. The destructive sampling did not identify any high concern organisms. After the disassembling, the following was observed: deterioration and bleaching of the glue of the bending section. Oxidation under the glue around the light guide lens. Deterioration, detachment and bleaching of the glue around the camera around the objective lens. Presence of white foam inside the air/water nozzle. The scope was then sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation. A visual inspection on the scope and yellow substance was found inside the instrument channel from the biopsy port side and from the bending section side. In addition, the suction channel was inspected and found more yellow substance inside the suction channel from the suction cylinder side. The image was checked and the image is normal. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on may 17, 2018. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to investigate the user facility¿s reprocessing practices. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for microorganisms, enterococcus faecium, after reprocessing. There were no associated patient infections reported.